Manufacturer narrative:
The evaluation of the attached photo of the subject device confirmed that the ptfe pad was severely worn. The manufacturing history was reviewed, with no irregularities noted. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad was severely worn. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated).

Event description:
During a laparoscopic oesophagectomy the physician was using the subject device and after 2 hours of the case the ptfe pad wore away to one side. The device was replaced with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24th, 2015. This is a supplemental report for MFR report # 8010047-2014-00020 to correct lot.# in date of device returned to manufacturer, date received by manufacturer, device evaluated by manufacturer, event problem and evaluation codes and the evaluation result based on the evaluation of the returned device. The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was worn and partially separated on (B)(6) 2014. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that the wear and partial separation of the ptfe pad occurred since the user activated output without grasping anything (including after the tissue separated) while the grasping section is closed, which caused a local increase of the temperature due to a friction between the probe tip and the grasping section. Omsc concluded that this phenomenon is most likely related to the user's technique. The instruction manual of the subject device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.